Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported their device wont charge since last week. Agent asked - pt confirmed their implant (ins) will not charge. Pt reported seeing "rm03 system problem cannot continue. Please call medtronic" message. Pt tried a charge session and would click off within 10 minutes and message would reappear - pt noted this happened multiple times when trying to charge ins. Pt noted they have to maneuver paddle and antenna cord to get the ins to charge. Agent had pt inspect recharger cord and plug, no damage was detected. Pt noted there would be a red mark on their back when charging ins and the paddle would get warm. Agent asked if paddle was hot to the touch, pt confirmed paddle was just warm but there would be a red mark when charging over their t-shirt. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.